Event description:
Zimmer mis quad-sparing screw that holds the 4-in-1 cutting jig in position was inserted with driver, but would not come out. Surgeon attempted various ways to remove it without success. The power drill and hand screwdriver were unable to remove the screw. After many attempts, the surgeon was only able to remove part of the screw. The remaining portion was cut flush at the bone and left in the patient's bone.